Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 513mg/dl. The caller stated that the insulin pump alarmed during the manual prime process, and she has problems with the up arrow on the keypad. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. Unable to confirm the alarm. The device was received with intermittent button response due to corroded keypad traces.